Event description:
It was reported to medtronic minimed that the customer experienced a beep sound was heard, and the pump, book, and x mark appeared. The customer reported no adverse event. The event involved product(s) mmt-1882.troubleshooting was not performed. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. Product return required for mmt-1882. It was unknown whether the customer will continue use of the device. It is unknown whether product will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 - medical device problem code 1260 has been added. Also, additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced critical pump error (open book image), battery cap was damaged. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was performed and found that the customer had heard a beep sound. No harm requiring medical intervention was reported. Mmt-1712k was returned for analysis.

Manufacturer narrative:
The pump was received with the battery cap missing the metal contact. Installed a test battery cap and continued testing. The pump powered up properly after battery installation. No critical pump error (open book image) alarm was noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. The trace and history files were successfully downloaded using thus. A review of the pump history file reveals on 1/5/2025 at 12:25 a pump error 63 (file number = 2005, line number = 9926, variableinfo = 15) alarm was generated due to a rf chip error and pump error 4 (file number 32122 line number 2727) alarm was generated as the consequence of pump error 63 alarm. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, faded and stained serial number label, battery cap missing the metal contact, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Critical pump error (open book image) alarm is not confirmed. The battery cap broken-off/missing metal contact is confirmed. Serial number label damage is confirmed. Pump error 63 alarm is confirmed due to moisture damage on the electronics. Pump error 4 is confirmed due to pump error 63. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.